Event description:
Additional information received identified that the lead did not migrate.

Manufacturer narrative:
Corrected data, b3 - date of event. D7 - date of explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-48999. Related manufacturer reference number 1627487-2020-49001. It was reported that patient experienced ineffective therapy. Reportedly, the leads were not at t7 as shown in patient¿s record, rather the leads were at c2. It¿s unknown if the leads migrated. Surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.